Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported that the patient had a full interstim removal and full interstim implant and implantation of electrodes and this resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced shocking down the right leg the morning of the report. It was indicated that the shocking was getting worse, and the stimulation felt "like a knife." It was also reported that the patient was having problems with retention for about three months. The patient's daughter had been catheterizing her. It was noted that the patient was going to have surgery for the retention, but had not due to insurance. It was also indicated that the patient programmer had been stolen from the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.